Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online review.

Event description:
Reporting multiple false positive results from an online review with no way to obtain further information. No other information provided.